Manufacturer narrative:
Result: no results generated.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report "no value" results for creatine kinase mb (ck-mb) for patient samples and quality controls assayed using the access ck-mb reagent on an access 2 immunoassay system. No ck-mb patient results were generated by the analyzer. All ck-mb assays in question resulted in an analyzer flag of "ind" or gave no results. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The patient samples were assayed for ck-mb on the other access 2 immunoassay system in the laboratory. Ck-mb results were generated. Bci assisted the customer via telephone to resolve the event. It was determined that a ck-mb reagent pack was not loaded onto the analyzer. Bci had the customer check the reagent carousel to verify the ck-mb reagent pack was not loaded in an incorrect slot and that all other reagent packs were in the correct slots. Bci reminded the customer that when improper loading or unloading of reagent packs occurs, the analyzer will not detect that an incorrect reagent pack has been loaded or that no reagent pack is present. It was determined that use error was the root cause of this event.